Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspections of the device was completed by the manufacturer and found minor discoloration of the interior surfaces of the top, bottom, front, and back panels, short hair-like contamination (light grey, black) found outside of the blower box, exterior of the iso port, fluid ingress below the blower box, fine dust contamination (black) consistent with keratin around the air intake, inside the blower box, on the blower seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacture concludes the multiple contaminates found were consistent with minor discoloration of the interior surfaces of the top, bottom, front, and back panels, short hair-like contamination (light grey, black) outside of the blower box and exterior of the iso port, fluid ingress below the blower box. The manufacturer also concludes fine dust contamination (black) consistent with keratin around the air intake and inside the blower box and blower seal. The manufacturer concludes there was no evidence of sound abatement foam degradation.